Manufacturer narrative:
As reported, following the implant of perfix plug patient developed redness, swelling and pain at the incision. Based on the information provided, no conclusions can be made as to what if any extent the perfix plug caused or contributed to patients post operative course. The patient was reported to be in good condition after the alleged event. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in jan, 2019. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Not returned - remains implanted.

Event description:
As reported, the patient was implanted with perfix plug on (B)(6) 2023. Following the implant patient developed redness, swelling, heat and pain at the incision. It was reported that no additional treatment was provided and patient was in good condition.